Event description:
Procedure type: colectomy. According to the reporter, the anvil jammed just above the anastomosis; peritonitis due to leaking of fecal matter; re-operation as per hartman procedure (colon resection); left colon colostomy.